Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak could not be conclusively determined because the leak was not be reproduced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation ablation procedure an air leak occurred. Following insertion into the patient, prior to inserting catheters, air was aspirated into the syringe connected to the sheath extension port. The sheath set was replaced to complete the procedure. There were no adverse patient consequences.